Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the attempt to implant the right ventricular lead, the lead could not be fixed very well when it was placed in the right ventricle. The physician used a different lead to complete the procedure after several unsuccessful attempts. The procedure was completed without adverse consequence to the patient. The patient's condition was stable.

Manufacturer narrative:
The lead was returned due to unable to implant. A complete lead was returned in one piece. X-ray examination did not find any other anomalies. Visual examination found two tines were cut off and not returned consistent with procedural damage.

Manufacturer narrative:
Correction: section h6 - the investigation finding and investigation conclusion have to be deformation problem and unintended use error caused or contributed to event rather than no device problem found and no problem detected.